Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the equipment. It was reported that the umbilical cable connector was damaged. This component was replaced. The imaging system then passed the system checkout and was found to be fully functional. No components have been received by the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the setup equipment task of a sacroiliac and thoracolumbar spinal fusion procedure, the plastic head of the ethernet cable in the umbilical cable had cracked and part of it was left in the ethernet port on the mobile viewing station (mvs). This caused an inability to connect the mvs to the image acquisition system (ias) and after clearing the plastic they could connect again. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.